Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) in the right eye (od) at the 2-day post-operative exam. The surgery center noted there was no clumping and dlk observed as fine scattered appearance. The patient¿s chief complaint was of the od feels scratched. Topical steroid dosage was increased to resolve symptoms. The patient will continue the use of pred-gati (a combination prednisolone and antibiotic drop) and pred forte( artificial tears). Best corrected visual acuity (bcva) from (B)(6) 2018: right eye pre-op 20/15 -1.25 x -1.00 x 88, left eye pre-op 20/15 -1.25 x -.50 x 97.